Event description:
The facility reported that gauze fibers came off of the sponge and fell into the surgical site.

Manufacturer narrative:
It was reported that fibers came off of the 4x4 gauze and were removed by hand. The surgical site was irrigated. The contact at the facility stated that the surgeon unfolds the gauze prior to using it. When the gauze was unfolded, fibers from the edges apparently came off. No patient injury resulted. No further intervention was indicated. The sample was not retained for evaluation.